Event description:
It was reported the device was removed due to infection. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed normal parameters. Functional testing found no atrial outputs. The no atrial output was the result of a fractured ribbon bond wire. The fracture was the result of fatigue.